Event description:
The doctor was due to do a cataract extraction with an lens implant on her left eye. The patient was prepared for surgery in the usual manner. She was sedated by the anesthesiologist and a retrobular block. An incision was made when the doctor tried to use the foot pedal on the daisy it would not operate. The doctor cancelled the case and two subsequent ones and the patient was transported to the recovery room in satisfacctory condition with her cataract still in tactdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: electrical problem - open circuit, telemetry failure, foot switch. Conclusion: device failed just prior to use, device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.